Manufacturer narrative:
The reported field event of foreign material in the header was not confirmed in the laboratory. The device was visually inspected and several bumps were observed adjacent to the lead bores. The bumps were identified as header epoxy materials resulting from re-work on the device header at manufacturing. The device was tested on the bench and no anomaly was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a foreign material was observed in the device header during a procedure unrelated to the device. The device was explanted and replaced. The patient was not affected.